Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06303. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing and the right ventricular lead had noise. The patient was brought in to the clinic and programming changes were made to resolve the issue. Patient was stable throughout event.